Manufacturer narrative:
(B)(4). D10: item#: 01.00181.400, item name #metasul ldh, head, 40, code f, taper 18/20 lot#: 2384227. G2 ¿ foreign ¿ italy. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00541. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that revision surgery was performed due to metal related pathology. Attempts have been made and no further information has been provided.